Event description:
It was reported that the patient presented to the hospital with atrial lead noise causing inappropriate mode switch. The lead was explanted and replaced successfully. During the procedure the implantable cardioverter defibrillator was electively replaced. The patient was asymptomatic prior during and after the procedure. The patient was stable in the recovery room.

Manufacturer narrative:
A partial lead was returned in two portions the connector portion measured (B)(4)cm and the distal portion (B)(4)cm from the distal tip. External insulation abrasion exposing the outer coil consistent with friction to another device or feature of the heart was noted at cm ¿ cm from the distal tip. The reported event was isolated to the abrasion found at the distal region. Electrical testing that could be applied did not find any indication of conductor fractures although shorting due to the damage found was noted. The damages found are consistent with procedural damage.